Manufacturer narrative:
As per the additional information received, the reported incident is determined to be an invalid complaint, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database. Revert all sections to blank: b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation of e1(event site name): (B)(6), event site address: (B)(6), due to character limitation of e1(event site phone): (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during the preliminary check the cs300 intra-aortic balloon pump (iabp) does not work from battery. There was no patient involvement.